Event description:
"S/p bilateral subgl transpex implants (unknown type/size/MFR-no records) for involutional atrophy. Pt believes some tissue was removed at the time. Notes that they have been hard and painful for "awhile" - there has been no change although 7 yrs ago had increasing pain for 1 wk. Pt denies h/o trauma. Pt complained of progressively disabling systemic symptoms including arthralgias/myalgias (plus am stiffness), paresthesias/dysesthesias, spasms, fatigue, sleep disturb, fevers, hot flashes/sweats/chills, ha's, tmjd, visual changes, memory loss, sicca, rashes/sen sun/cold (plus raymaud's), sob/cp/costochondritis, choking sens, skin tightening, thyroid nodulanty, increased cholesterol, gi/gu disturb/vaginal bleeding, and easy bruising. Pt is otherwise healthy."